Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. Vascular access was obtained via radial artery. The 75% restenosed, eccentric, 80mmx6.0mm target lesion contained a >45 and <90 degree bend and was located in the moderately calcified and mildly tortuous radial artery. Significant resistance was encountered during the operation. A 6.0-80, 80 wanda balloon catheter was advanced to predilate the target lesion. Upon the first inflation for a duration of 10 seconds, the balloon ruptured at 12 atmospheres. The balloon was retrieved intact. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).